Event description:
During follow-up, the physician noted a pocket erosion. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
Customer complaint of ¿device moved to the surface¿ was not confirmed. Visual inspection did not find any anomaly on the device that could cause the complaint noted in the field. Analysis performed indicated that it exhibited normal device characteristics.